Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The exact event date is unknown; event occurred between june 2008 and september 2009. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Event description:
Two screw breakages of angular stable locking system(asls)screws occurred during the asls pre-study taking place from june 2008 through september 2009. This is report 1 of 1 for this complaint (B)(4) for an unknown screw.